Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections. During the manufacturing process, all kii balloon blunt tip trocars are thoroughly inspected and leak tested for functionality and performance prior to packaging. Although the exact root cause of the incident could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to a brittle syringe being torqued to one side while it was in the check valve. Additional information was requested from the customer and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. (B)(4).

Event description:
Procedure performed unknown. "Slip tip syringe tip broke off while dr. Was using on balloon trocar during procedure." Type of intervention - "collection of all parts and removal from sterile field." Patient status - unharmed.